Event description:
Customer reported " leak detected at the end of the insertion sheath ". The issue was found during reprocessing. There was no patient involvement in this reported event. Device inspection found the light guide lens is missing.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. The bending rubber was noted to be leaking due to crack. The insertion tube was noted to be dented. The bending section a-rubber glue cracked. Additionally, evaluation found the distal end c-cover was found to be dented. As stated in section b5, device light guide lens was found to be missing. Based on investigation results, probable cause based on reasonably known information based on device evaluation was due to physical stress and deformation, component failure. Olympus will continue to monitor field performance for this device.